Manufacturer narrative:
The investigation into the pump stop issue has been completed. The impella pump was returned for investigation. The data logs were not returned. The pump was returned and would not start in the laboratory. The visual inspection noted the catheter was cut open and revealed blood in the purge line. The root cause of the pump stop was due to blood ingress. However, as no kink was found and logs were not returned, the cause of the blood ingress is not known. The root cause of the pump stop was blood ingress into the motor. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the purge system failed and the impella pump stopped, the device was explanted. There was no patient harm reported.